Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition that the trigger was defective was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. It was further determined that the coupling tool side and oscillating head issues were attributed to a design issue, which has been addressed in a CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling tool side was out of specification, the oscillating head and slid sleeve were cracked and the trigger was defective on the battery oscillator device. It was further determined that the device failed pretest for trigger test, check saw blade coupling and general condition. It was noted in the service order that the device malfunctioned and could not be operated. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.